Event description:
A customer reported experiencing a power source alert 07 while using a tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into an outlet known to work and to wait at least 30 consecutive minutes for the pump to begin charging. Reportedly, the alert cleared, and the customer successfully resumed insulin therapy.